Manufacturer narrative:
The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with an unknown access set, the tubing was found ¿kinked¿ which resulted in an interruption of the medication. It was reported the patient did not receive the medication for an unknown amount of time, and ¿it went unnoticed until the patient became hypotensive¿. The patient was receiving an infusion of norepinephrine 8mg/250ml at 0.2mcg/kg/min (46.9ml/hr). It was reported the ¿kinked portion of the tubing was outside of the pump right below the drip chamber, not related to the blue slide clamp¿, and ¿the line was fully occluded¿. The cause of the event was not reported. Once the tubing was unkinked the patient received a bolus of norepinephrine and became hypertensive (no further details provided). It was reported the patient was recovered from the event. No additional information is available.